Event description:
As reported by the field, during a stent assist coil embolization to the middle cerebral artery aneurysm, an EU ent4.5mmd 22mml wno dstl tp (enc452212, 7212921) became impeded in middle section of the prowler select plus 150/5cm microcatheter (606s255x, 30989718) and could not advance any more. The stent was retracted, and the delivery wire was found to be kinked/bent. The second stent, an EU ent4.5mmd 22mml wno dstl tp (enc452200, 7258213) was also impeded in the microcatheter (mc). The physician removed the stent and microcatheter from patient¿s body and switched to new devices to complete the surgery. Additional information received indicated that they were able to move the device due to the resistance. They were able to torque the device. There was no evidence of physical material within the device. The resistance was felt with the second stent at the distal tip. No other devices were used with the concomitant device prior to the encountered resistance. No excessive force was applied to the device. Vessel tortuosity was reported. There was a 15-minute procedural delay due to the event. Based on the product analysis of the EU 4.5x22mm stent (B)(4) there was a separation observed on the delivery wire.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. There was a separation observed on the delivery wire. The findings meet us regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). A non-sterile EU ent4.5mmd 22mml wno dstl tp was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the stent component was detached from the delivery system. The delivery wire was found inside the introducer, and dried saline residues were noted along the entire length of the delivery wire. No kinked damages were observed on the delivery system. Microscopic inspection revealed that the stent component was found in good normal condition (i.e. No broken struts, no kinks). Both of the stent ends were noted to be completely expanded. The delivery wire was also inspected, and it was found broken between the retraction bump and distal end of proximal coil. No other damages were observed. A device history record (DHR) was performed and it indicated this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The issue reported regarding the stent component being impeded in the microcatheter could not be evaluated since the stent component must still be attached to the delivery wire and inside the introducer for a functional analysis. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The issue regarding the enterprise system being kinked was not confirmed since no such conditions were observed during the analysis. The stent detachment and the damaged condition of the delivery wire were not originally reported, it is suggested that these issues could had been the result of the post-operative handling/inspection of the device and are not related to the issue encountered during the procedure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required at this time. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00550, and 3008114965-2023-00551.